Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Review of the electrocardiogram revealed post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. No further information is available.